Event description:
It was reported that the customer experienced an issue with the bolus feature of the pump. Reportedly, the pump did not deliver the insulin indicated in the bolus. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The following information was received on 5-25-2022: it was reported that the pump intermittently miscalculated multiple boluses. No allegation was made that the pump did not deliver the insulin indicated in the bolus. H6 (remove code 2339, add code 3196).